Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "asymmetry and moderate pain" and "seroma of approximately 150 cc is evidenced, with a thickened capsule towards the axillary pole, atrophic tissues and skin redundancy". Device has been explanted. Left side.